Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/4/2016. The investigational analysis has been completed. (B)(4) it was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a navistar rmt thermocool catheter and a smart touch bidirectional catheter. During the procedure, the patient¿s pressure dropped and it was observed by intracardiac ultrasound that the patient had developed a pericardial effusion. A pericardiocentesis was performed in which 1000cc's were removed from the pericardial space. The patient was stabilized and transferred to the critical care unit for observation. The patient did require extended hospitalization. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or cardiac tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Event description continuation: there were no error messages observed on the biosense webster equipment during the procedure. The patient did require extended hospitalization. The physician¿s opinion regarding the cause of this adverse event was that it was a catheter perforation. However, he was unsure which catheter. The patient consequence of a cardiac tamponade is assessed as a serious injury and will be reported under both the ablation catheters (navistar rmt thermocool catheter and a smart touch bidirectional catheter) used during the procedure.

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a navistar rmt thermocool catheter and a smart touch bidirectional catheter and the patient suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history was unknown. During the procedure, the patient's pressure dropped and it was observed by intracardiac ultrasound that the patient had developed a pericardial effusion. A pericardiocentesis was performed in which 1000cc's were removed from the pericardial space. The patient was stabilized and transferred to the critical care unit for observation. The premature ventricular contraction's were gone. It was believed that the event occurred during ablation. The patient was under general anesthesia. The patient was severely overweight, moving and breathing heavily. The navistar rmt thermocool catheter was used for most of the radio frequency applications but the smart touch bidirectional catheter was in use when the pericardial effusion was observed. The settings were set to power control mode, 50w cut off, 50 degrees cut off, 120-140ohms and 30ml/min. There were 10 radio frequency applications using 45-50 watts for a duration of .5 to 1 minute. The overall time broad site of the ablation on the lateral left ventricle was about 7 minutes. The last ablation cycle time at the site of injury was 45 minutes. The power was not titrated as it remained at 50w throughout most of the radio frequency applications. The bard tsx ts needle 98 cm (2001499) was used for the transseptal puncture. The st. Jude medical agilis medium curl 8.5f, 71 cm sheath was used. Heparin was used with the act maintained about 250-300.